Manufacturer narrative:
Zoll has not yet received the product for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, the thermogard xp ivtm system (sn (B)(4)) displayed mid:14 (bg power supply) error code. The user was unable to clear error and continued with alternate therapy methods. No known impact or consequence to patient was reported.

Manufacturer narrative:
The reported complaint of mid:14 (bg power supply) error message on the thermogard xp ivtm system (serial # (B)(4) was not confirmed during functional test but was confirmed in the archive event log. The investigation findings revealed that the probable cause of the reported mid:14 was due to a leaking module danfoss controller which required replacement of the cooling engine. Unrelated to the reported complaint, damaged white rollers, cold well cap, bumpers and seal rocker switch on the thermogard console were observed during visual inspection. The thermogard xp ivtm system is a reusable device and was manufactured in november 2012. The device has been operating for nearly 7 years and has exceeded its expected serviceable life of 5 years. All damaged parts identified were replaced and were likely attributed to user mishandling. During archive review, six mid:14 error codes were identified in the event logs on the date when the issue occurred. Thus, confirming the reported complaint. To remedy mid:14, the cooling engine assembly was replaced. Initial functional testing passed all functional tests. The thermogard is ready for ivtm therapy use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for thermogard xp ivtm system with serial number (B)(4).